Event description:
It was reported that when the user changes the prescription (dose and fractions) in the plan, the prescription section on the plan report is updated accordingly; however, the plan dose is not updated. As a result, the plan report is different than what was planned.there was no mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough review of the incident from the information provided, and evaluation of the software.the issue was determined to be a defect in the software. This defect will be fixed in future release.